Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for an implant. The dimensions of the defect was 10mm and was done by intra cardiac echography ice. During the procedure, device was implanted successfully. The 'tuck' test was perfect and nice result after releasing the device. A few hours after the procedure, during echocardiography (tee) control, the device had embolized in pulmonary artery and then aorta cross. The device was recaptured with a snare successfully. No other device has been implanted. The patient is stable.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization in pulmonary artery and then in aorta was reported. Also reported that device was recaptured through a snare. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.